Event description:
It was reported that 20 days following a carotid artery stenting (cas) treatment procedure, a stent occlusion occurred. During the initial procedure, a nexstent mr 4.0 -9.0mm/30mm/5f/135cm was implanted. The lesion being treated was 90% stenotic and highly fibrous in a tortuous internal carotid artery. The reference vessel diameter and length of the lesion are unknown. The lesion was predilated with a maverick 3.0x20 mm balloon. The entire lesion was covered by the nexstent which was then post-dilated with a maverick 4.0x20 mm balloon. The stent placement was well positioned and well apposed. The procedure was completed without any complications and the outcome of the patient was very good. It is unknown whether antiplatelet medication was given before the initial procedure. Medications given during the initial procedure were atropine, 10,000u heparin, and 10 ml adalat. Post-procedure medications recommended were asa for life, and clopidogrel for 3 months post-procedure. Twenty days after the initial stenting procedure, the nexstent was reported to be completely occluded. The patient had a stroke and he is in the intensive care unit. Additional information has been requested.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.